Manufacturer narrative:
(B)(4). The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that the insulin infusion running at a rate of 3.41ml/hr was started at 5:25 pm on (B)(6) 2018. At 6:32 pm, the user programmed IV w/ kcl 40meq/l to run at 50ml/hr with a vtbi of 100 ml. At 6:33 pm the device alarmed for air in line. At 6:34 pm, the user again programmed insulin to run at 3.41ml/hr. The infusion ran until 6:36 pm when the device alarmed for air in line. The infusion on this device only ran for 1 hour and 11 minutes and not the 2.5 hours that was stated in the event description. The volume recorded as being infused during this period was 4.011ml. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a 100 ml insulin infusion started at around 1700 was programmed at 0.1u/kg/hr (3.41ml/hr) and was noted to be empty after 2.5 hours. The customer reported there was "minimal harm as they had to adjust fluids" and had to check the patient's blood glucose every 15 minutes. Also infusing were a maintenance infusion programmed at a rate of 100ml/hr and a tylenol infusion of 42 ml to infuse over 15 minutes.

Manufacturer narrative:
Additional information provided. Physical inspection showed the device was in fair condition with the instrument seal not intact. Functional testing was performed and the device was delivering fluid within specification.

Event description:
The customer reported that a 100 ml insulin infusion started at around 1700 was programmed at 0.1u/kg/hr (3.41ml/hr) and was noted to be empty after 2.5 hours. The customer reported there was "minimal harm as they had to adjust fluids" and had to check the patient's blood glucose every 15 minutes. Also infusing were a maintenance infusion programmed at a rate of 100ml/hr and a tylenol infusion of 42 ml to infuse over 15 minutes.